Event description:
Allegedly revised due to broken modular neck. Femur osteotomized to remove stem. Liner replaced as well - converted to a poly liner.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.